Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a pacemaker to cardiac resynchronization therapy defibrillator (crt-d) system upgrade, this left ventricular (lv) lead implant was attempted due to high pace impedance measurements. The lv lead was removed and a different manufacturer's lead was successfully implanted in a deep septal position. No adverse patient effects were reported.